Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Mother stated that the alarm was resolved by a complete set change. Customer will be returning the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.